Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were "no disposable alarm" messages after the pump started. A functional check was conducted and the reported issue was unable to repeated. Fluid ingressions on the chassis base of the downstream occlusion sensor and upstream sensor were found. The "double beep with cassette" issue was possibly caused by fluid ingressions. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a double beep with cassette during testing. There was no patient involvement.